Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to verify a33 alarm due to motor error alarm and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed. The customer also reported that there had been a low blood glucose. The customer did not recall the blood glucose reading. The customer stated that the drive support cap appeared normal and recessed and that the customer had not pressed on it. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.